Manufacturer narrative:
Evaluation summary: customer report of endocarditis could not be confirmed, however stenosis was observed. Moderate to heavy calcification was observed in the cusp areas of leaflets 1 and 2, moderate calcification was observed in the cusp area of leaflet 3. The free margins of leaflets 1, 2 and 3 exhibited heavy calcification. Calcification restricted mobility in the leaflets and led to stenosis. Minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 5mm. Host tissue was minimal to moderate at the stent inflow. Commissures 2 and 3 appeared bent. The x-ray demonstrated calcification. Method: x-ray. An operative report was received from the health-care provider. Per the preoperative diagnoses, the patient had large ventral hernia, critical aortic stenosis, status post aortic valve replacement, severe tricuspid regurgitation and cardiomyopathy. The subject aortic valve was removed and then, the needle aortic valve was placed. A 23m edwards bovine pericardial valve was chosen. The valve was sat and tied down with the use of core knot. A ring annuloplasty on the tricuspid valve was performed. A 30mm edwards ring was placed with the suture carried into the annulus carried through the ring and tied down. Temporary pacemaker wire placed into the right ventricle, right atrium. The large ventral hernia that herniated through the pericardium was reduced and then, the hernia was repaired. The patient was then weaned off from coronary bypass with quite a bit of arrhythmia. Therefore, intra-operative balloon pump was placed and then confirmed with dee. Once that was done, the patient was then weaned off from cardiopulmonary bypass without difficulties. The intra-operative transesophageal echo was reviewed and cardiomyopathy was still present. The aortic valve was well seated, no paravalvular leak and there was minimal tricuspid regurgitation. The patient tolerated the procedure well , brought to the cvicu in stable condition. Of note, per our follow-up, it was learned that the patient expired approximately 20 days after the procedure. Based on the death notice provided, the immediate cause of death was refractory ventricular fibrillation, end-stage multiple-system organ failure, severe polymicrobial sepsis, liver failure and renal failure. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Per the device evaluation, stenosis was observed. Moderate to heavy calcification was observed in the cups area of the leaflets. Calcification restricted mobility in the leaflets and led to stenosis. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.

Event description:
In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 6 years and 8 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to prosthetic aortic valve endocarditis. The surgeon also indicated that patient related factors contributed to this event. The infection source was provided as: blood stream, lung. The explanted device was replaced with a new edwards bioprosthetic valve.

Manufacturer narrative:
Device not returned. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. The surgeon also indicated that the infection source was from the blood stream, lung. Unfortunately, the root cause of this event cannot be confirmed without the sample device.